Event description:
The customer reported inaccurate values and inability to obtain readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned sensors were evaluated. External visual inspection showed no damage. The sensors failed continuity testing due to open connections across all electrodes. Additionally open traces were found on the l2 electrode at the connector. The sensors were returned used so functional testing could not be performed.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported inaccurate values and inability to obtain readings. No consequences or impact to patient were reported.